Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high in comparison to another meter. The complaint was classified based on the customer care advocate (cca) documentation as the patient was unavailable for follow-up when medical surveillance tried to make contact. The patient claimed that on an unspecified date in (B)(6) 2014, he obtained a reading of ¿184mg/dl¿ on the subject device which he felt was inaccurately high compared with a reading of ¿124mg/dl¿ obtained on an unspecified device, when performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient claimed that immediately before the allegedly high result he developed symptoms of feeling ¿sweaty¿¿ and ¿dizzy¿. The patient detailed that he manages his diabetes with a combination of oral medication, diet and exercise and reported that as a result of the allegedly inaccurate result he had been taking an increased dose of his usual medication (glipizide 1mg), from (B)(6) 2014 until present. The patient claimed that (B)(6) 2014 he visited a doctor¿s office where he had a blood glucose test performed on a clinic meter, which gave a result of less than, or equal to, 40mg/dl. The cca noted that the units of measure were set correctly at the time of testing and that the correct testing steps and sample site had been used. The cca detailed that the patient did not have control solution available to perform a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed signs of severe hypoglycemia, after taking inappropriate action in response to the allegedly inaccurate results.